Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 10.4 mmol/l. The customer reported no delivery alarms during set change. The customer also received motor error during prime. The customer stated that they tried 3 different setups before they were able to get insulin to push through without any problems. The customer will return the reservoir for analysis.